Event description:
After two stents successfully deployed, balloon catheters would not come out of sheaths. Stents successfully placed in bilateral common iliac. After stents deployed, balloons deflated but would not pass back through the 7fr sheath. Additional negative pressure applied to the balloons did not help the situation. The balloons and the sheaths had to be removed together.

Manufacturer narrative:
A review of the returned component (only one of the balloon catheters) yielded a balloon catheter which had been deployed. Stent strut impressions from the crimping process were apparent on the balloon and catheter shaft in the dilatation area. This is typical for a properly crimped device. The device was intact and able to be inflated to nominal pressure. Vacuum was pulled and the balloon deflated within the required amount of time. The introducer, although damaged at the distal tip was able to be removed with no excessive force. Lot qualification data from quality control for the provided lot number indicates all samples met the required specifications. No anomalies were observed when traveling through the introducer. With no additional procedural details or films it is difficult to re-enact the exact conditions experienced during the clinical procedure and therefore determine root cause. Based on the procedural information provided as well as no issues observed with either the data retained in quality control or the notes recorded, atrium can find no fault with the manufacturing process or the device in question.